Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise was observed on the atrial lead of an asymptomatic patient. All other electrical values were normal. The noise could not be reproduced. A potential source of electromagnetic interference was identified and the patient was asked to discontinue its use. No changes were made and the patient would continue to be monitored.